Event description:
The customer reported that the ortho provue analyzer downloaded results for sample barcode # on (B) (6) 2008. The sample was actually received and run on (B) (6) 2008. The customer indicated results of an unprocessed sample were sent to lis prior to testing. Sample misidentification may lead to reporting of erroneous test results.

Manufacturer narrative:
A definitive root cause was not determined for the reported incident. Although the logs reviewed by ocd cts revealed the lis sent down hundreds of orders to the provue when the customer requested it to upload, it is unclear how the issue occurred. The customer was advised by cts to contact their lis representative to resolve the issue. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).